Event description:
During in-house testing at beckman coulter inc. (Bci), a following problem with the slidemaker barcode printer was discovered: the sample ID on a tube label is read by the analyzer for a processed sample. When applicable, a slide is made and a label is printed for that sample by the slidemaker. The customer has the option of selecting a barcode to be printed on that slide label and they may use an external device to scan the barcode on the slide. When this barcode on the slide label is scanned with an external device, the sample ID read by the scanner will not replicate the contents of the human readable portion that appears printed on the slide label nor the sample ID on the tube label. The sample ID information embedded in the barcode (black and white bars) on the slidemaker prepared slide does not match the human readable portion (text). This occurs when a lower case alpha character is used as part of the tube label sample ID. For example, if sample ID is "123abc", the lower case letter will be omitted and the sample ID may appear as "123ac". Based on the information available, there was no affect to patient or user as the problem was discovered internally by bci line engineering.

Manufacturer narrative:
The slidemaker printer will not print lower case character in the machine readable portion of the slide label. This will cause a mismatch of the patient ID when a machine readable system attempts to read such label. This inaccuracy has not been demonstrated in the human interpretable portion of the printed label. During further investigation, it was discovered that the root cause is the software that drives the slidemaker printer resulting in a slide barcode label with lower case letter(s) omitted.